Manufacturer narrative:
A visual inspection was performed on the returned device. The reported core break and stretched coils were confirmed. The reported difficult to remove could not be tested due to the device condition. A review of production records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties. In this case, it was reported that the guide wire experienced resistance during removal from the dispenser hoop, resulting in stretched coils and a core break. Analysis of the returned device confirmed that the coils were stretched distally, and the shaping ribbon separated from the core. This type of damage aligns with the guide wire being pulled against resistance. A proxy guide wire was advanced and removed through the dispenser hoop with no resistance was noted. Based on the return analysis, it is unknown what may have contributed to the reported issue. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. Na.

Event description:
It was reported that when attempting to remove the ht bmw universal guidewire from the packaging, it was noted to be stuck to the dispenser coil. The guidewire was removed with force and became very stretched. It could not be confirmed if the guidewire was intact when pulled out of the packaging [unraveled]. The device was not used in the patient and the procedure was completed with another bmw guidewire. There was no reported clinically significant delay in the procedure. No additional information was provided.